Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that when she wakes up, the insulin pump would be completely turned off and when inserting a new battery, it alarms failed battery. Blood glucose was 158 mg/dl. The contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. The customer inserted a new battery and did not receive a failed battery test. The battery cap was replaced. The customer called back after receiving the battery cap replacement and stated that the issue was not resolved. The customer was receiving weak battery alerts. The alarm history was checked and customer was advised that the battery did last more than one week. She was advised to monitor the insulin pump.